Manufacturer narrative:
Additional information was received. The reporter stated the lens was explanted on (B)(6) 2016 and exchanged for a shorter lens. This exchange resolved the problem. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but the lens was bent. Visual inspection found the lens haptic torn/broken and presence of foreign material (fibers) on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.5 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with a shorter lens due to an excessive vault. As of the date of MDR submission, the lens has not been returned for evaluation.